Manufacturer narrative:
(B)(4). The device remains inservice. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited longevity fluctuation. During last interrogation on (B)(6), gas gauge showed 90 with longevity of less than 6 months with 66% pacing. Recently, device reported pacing of 9 % with 2 years longevity and a magnet rate of 90. Additional information received indicating that the gas gauge was normal. At this time, the device remains in service. No adverse patient effects were reported.